Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent incomplete bolus alerts occurred and customer believed the alerts did not occur as intended. The customer's blood glucose elevated to an unknown value. Reportedly, the customer reverted to alternate insulin therapy.